Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the common femoral artery (cfa), superficial femoral artery (sfa) and the popliteal artery with severe calcification and no tortuosity. The hi-torque (ht) command 18 guide wire was advanced and got stuck in the calcium in the distal part of the popliteal artery. Upon removal, there was resistance with the anatomy and slight force was applied. The tip separated and was attempted to be removed by a snare device but the tip was stuck and embedded in the anatomy. There was no adverse patient sequela and there was no clinically significant delay in the procedure. The procedure was aborted but not related to the separated tip. The patient will come back at a later time to continue the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat the common femoral artery (cfa), superficial femoral artery (sfa) and the popliteal artery with severe calcification and no tortuosity. The hi-torque (ht) command 18 guide wire was advanced and got stuck in the calcium in the distal part of the popliteal artery. Upon removal, there was resistance with the anatomy and slight force was applied. The tip separated and was attempted to be removed by a snare device but the tip was stuck and embedded in the anatomy. There was no adverse patient sequela and there was no clinically significant delay in the procedure. The procedure was aborted but not related to the separated tip. The patient will come back at a later time to continue the procedure. Returned device analysis identified that the polymer coating was separated and not returned. The account confirmed that the polymer coating had separated and the separated portion of the polymer coating and core were embedded in the patient together with the tip. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported material separation (polymer/core) was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It should be noted the electronic instructions for use (eifu), high torque command 18, guide wire, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Although it was noted the physician used force in the attempt to remove the device from the anatomy, this was due to interaction between the guide wire and anatomy, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the separated portion of the polymer coating and core were embedded in the patient together with the tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.